Event description:
It was reported that during an esophageal hiatal hernia repair, the bleeding occurred from the artery. The bleeding amount is unknown. The blood transfusion was performed. Another device was used to complete the case.

Manufacturer narrative:
Pc - (B)(4). Date sent: 4/18/2023. Batch # unk. Additional information was requested and the following was obtained: "the bleeding occurred when the device was clipped on right gastro-omental artery. 2 parts of the blood vessels were clipped, and one part was bled at 1st firing, the another part bled soon after the 1st and 2nd firing. For the 2nd part, bleeding was confirmed when the tissue around the clip was pulled. The 2nd firing was performed to stop bleeding, but the bleeding was confirmed from that place too. The bleeding amount is unknown. It is unknown if the blood transfusion was performed or not. The hemostasis method,1st part : astriction about 5 minutes. 2nd part: hem-o-lok. There was no change in procedure for hemostasis (e.g. Additional port hole, convert to open procedure) the clip seems to be formed properly. The surgeon's opinion about the cause of the bleeding: I checked the video with the sales rep to check if the way of firing is right, and it seems to be no problem. The patient is stable after the operation." "On what firing of the device did the bleeding occur? The device was used to ligate the two point of the right gastro-omental artery. On first point of the right gastro-omental artery, 2 clips were ligated. The bleeding occurred as soon as 2 clips were ligated. On second point of the right gastro-omental artery, the around tissue of the one clip was pulled and the bleeding occurred. One more clip was ligated to stop bleeding, the bleeding occurred from the around tissue of that clip. How was the bleeding controlled? The bleeding from first point was stopped by astriction. The bleeding from second point was stopped by ligation hem-o-lock. What anatomical location was bleeding found (what vessel)? The right gastro-omental artery. For the blood transfusion, how much blood (ml) did the patient require? The sales rep tried to get the information, but the additional information was not provided. Were there any intra-operative complications with initial procedure? No. Does surgeon load the clip off of the vessel into the device jaws before applying the device jaws to the vessel and firing? No. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? No. The video of procedure was checked by dr with the sales rep. The sales rep commented that there seemed to be no complications and the usage of dr was as usual. What is current patient status? The patient is stable." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2023. D4: batch # x96a2l. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In addition, two tyvek were returned along with the instrument, one from the device and other(x9683y) that not belong to the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip.  Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended.  Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. Additional information was requested and the following was obtained: "does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? => dr concerned the method of clipping was not good. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications, yes or no?=>unknown. Dr commented the usage may be not correct and confirmed video with the sales rep."